Event description:
During a percutaneous transluminal angioplasty, the balloon ruptured. The target site was the renal artery. The access site was the femoral artery (approach unknown). Vessel characteristics were noted as mild calcification and mild tortuousity with 80% stenosis. A guidewire was inserted across the lesion via a sheath introducer and the balloon catheter was inserted to the target site without difficulty for predilatation. The balloon was inflated using an indeflator; however, the balloon ruptured at unknown atmospheres of pressure. Consequently, the balloon catheter was withdrawn without incident and another balloon catheter was used during this procedure, which was successfully completed. There were no adverse effects to the patient. Further information indicated that the product was prepared and clinically used per the product instructions for use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.